Event description:
It was reported that resistance was met when trying to insert the foley catheter. Full insertion of the catheter was not achieved and there was no urine flow noted. The balloon was not inflated. A second attempt to place the catheter was performed but it could not be inserted. The foley catheter was then removed and blood was observed. A cystoscopy was performed to insert the catheter. Upon insertion with cystoscopy, the physician noted that the patient's urethra was torn. The catheter was left in the patient for an unknown amount of time to allow the injury to heal.

Manufacturer narrative:
The device was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).